Event description:
It was reported that the right ventricular lead dislodged less than one month of the lead implant date. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix was distorted/bent, there was blood on the distal electrode, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.